Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain and spinal pain. It was reported that at a pump refill on (B)(6)2015, the healthcare provider (hcp) stated the pump "was not working right, not registering." The hcp ¿tried a couple of things¿ but the patient stated she knew something was wrong because of how she felt. The patient had heard no audible pump alarms. No specific symptoms related to the pump issue, clarification of the pump issue, troubleshooting, actions/interventions, cause of the pump issue, or patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.